Event description:
It was reported a 6f angio-seal device was deployed following a left heart catheterization and coronary intervention. A left ventriculography was not performed because the pt needed acute coronary intervention to a completely occluded proximal right coronary artery; thrombus was present. The left mid anterior descending artery had fifty precent stenosis. A 7f femoral vein sheath was placed. During coronary intervention, a temporary pacemaker wire was inserted to the right ventricle with excellent sensing. An angiojet catheter was then used to remove the thrombus in the right coronary artery. This was done artery lesion and one in the proximal coronary artery lesion. There was no hemodynamic instability noted and good flow was restored downstream, timi grade iii. The groin was then closed with a 6f angio-seal device. Reportedly, the deploying physician routinely performs a pre-insertion femoral angiogram. Later that day the pt developed swelling in the right groin and thigh region; bleeding was suspected. A CT scan revealed a hematoma surrounding the area of the right external iliac artery and adjacent vein. Some hematoma was present at the right pelvic sidewall region. There was a fair amount of hematoma in the region of the groin. Hematoma in the upper thigh was fairly diffuse extending both medically and laterally. The right external iliac, common femoral and superficial femoral arteries were patent. The pt required tranfusion with 3 units of packed red cells and was transferred to another hospital in the event surgery was necessary.